Event description:
The locking screw could not be locked in the distal hole of the plate. The surgeon tried one size short screw for the same hole, but the screw could not be locked and hence it was extracted. The operation was completed without the locking screw for the hole.

Manufacturer narrative:
Investigation in progress but not yet completed.